Event description:
The pt presented with an acute stroke distal to the internal carotid artery/middle cerebral artery bifurcation. During the preparation of the device, the physician was using a 3ml syringe, in accordance with the directions for use, when the balloon burst during the second aspiration. This occurred during preparation outside the pt. A second device was used to successfully complete the procedure and there was no harm to the pt.